Event description:
N-butyl cyanocrylate (nbca) was successfully delivered into the distal anterior cerebral artery lesion through the subject device. Following the nbca infusion while the physician was removing the device, it broke off near the hub outside the pt. The physician "gripped" the remaining proximal part of the catheter and pulled it out completely. There were no clinical consequences to the pt and the pt was reportedly fine.